Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask. It is unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with injection ceftazidime (50g, route, duration, and frequency not reported) and amikacin (125mg, route, duration, and frequency not reported) for peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient was recovering. No additional information is available.